Event description:
Upon prepping 2 vascular closure devices (with the same lot number) prior to patient use, it was found that 2 balloons would not deflate. They were not used on any patient.====================== health professional's impression======================unknown by health professional as to why the balloons would not deflate.

Event description:
It was reported that the lead exhibited noise on stored electrograms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.